Event description:
It was reported that while testing for sars-cov-2 on the bd sars-cov-2 reagents for bd max¿ system, 8 false positive results were obtained. The samples had been previously run on the bd max bio gx with negative results. Confirmatory testing was done with negative results as well, but there was no indication that the erroneous results were reported to clinicians. There was also no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: "customer complains that when she was performing validations on bd max, 8 of the results that was run on bd max bio gx are negative, but when she run the same samples for bd sars cov 2 she got a positive results" "customer says they repeated em with no issues, but did not want to provide further details."

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 1236338. D4: medical device expiration date: 2/25/2022. H4: device manufacture date: 8/24/2021. H6: investigation: the complaint investigation for discrepant results when using the bd sars-cov-2 reagents for bd max¿ system kit (ref 44500301) lot 1236338 was performed by the review of manufacturing records, review of customer¿s data and verification of complaints history. Review of the manufacturing records of the bd sars-cov-2 reagents for bd max¿ system indicated that lot 1236338 was manufactured according to specifications and met performance requirements. Customer complained about eight suspected false positive samples obtained with bd sars-cov-2 reagents for bd max¿ system (44500301) kit lot 1236338 during validation runs 438 and 439 on instrument ct1475 (run 438 positions a10 and b12, run 439 positions a2, a6, a11, b4, b10 and b12). The customer¿s udp settings were verified, and the result logic parameters were set in accordance with the bd sars-cov-2 reagents for bd max¿ system instruction for use. Manual pcr curve adjudication was conducted on the eight discrepant results for which the complaint had been received (runs 438 and 439), as well as five other discrepant results obtained during runs 440 and 441 mentioned in the complaint text (run 440 positions a1, a3 and a6 and run 441 positions a1 and a6). All pcr curves show low fluorescence detection that reached the thresholds to give a positive result for n1 and/or n2 targets, without anomaly. These results suggest late and low, but true amplification for n1 and/or n2 positive samples. Such low positive samples can occur due to viral titers in the sample being at or near the limit of detection (lod) of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Moreover, limit of detection can vary between different assays. Nonetheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is an extremely conservative assessment of the data. Bd was unable to confirm the root cause for the discrepant results between the bd sars-cov-2 reagents for bd max¿ system and the results obtained with an alternative method for all the samples identified by the customer but, based on the investigation conducted, the bd max¿ reagents are not suspected. A known positive patient sample was used as an external positive control in run 441, which is not listed as a recommended external positive control in the assay instruction for use. Moreover, external positive and/or negative controls did not obtain the expected results in runs 438, 439, 440 and 441, which should have invalidated the runs as stated in the instruction for use. Indeed, positive controls from run 438 position a12, run 440 position a12 and run 441 position a12 had rnase p positive results which is not expected (no information was available regarding the nature of the control used, but commercially available n1/n2 rna controls should not yield a positive result for the rnase p target). Negative controls from run 439 position a10, run 440 position a11 and run 441 position a11 gave either n1 and/or n2 positive result which is also not expected. Finally run 439 position a12 positive control resulted in negative n1/n2 detection but rnase p positive results. These results suggest specimen handling/preparation issues and contamination at the customer site. Customer was advised to run environmental monitoring (em) samples and n2 contamination was found in run 441 sample a9, as well as em contamination sample in run 440 sample a10. The customer was advised to clean and run em again and no issue was reported by the customer after this instance. Altogether, the analysis and information provided suggest a combination of contamination at the customer site, samples at assay lod, sample handling issues, incorrect interpretation of the bd max¿ results and improper controls used as potential causes for the customer issue, although bd is unable to confirm the exact cause. However, the reagents are not suspected of being involved in the issue. There is no indication of an increase in complaints for discrepant results for the bd sars-cov-2 reagents for bd max¿ system lot 1236338. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd quality will continue to monitor for trends.

Manufacturer narrative:
The reported lot# 1089899 was not found for the reported catalog# 44500301. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while testing for sars-cov-2 on the bd sars-cov-2 reagents for bd max¿ system, 8 false positive results were obtained. The samples had been previously run on the bd max bio gx with negative results. Confirmatory testing was done with negative results as well, but there was no indication that the erroneous results were reported to clinicians. There was also no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: "customer complains that when she was performing validations on bd max, 8 of the results that was run on bd max bio gx are negative, but when she run the same samples for bd sars cov 2 she got a positive results" "customer says they repeated em with no issues, but did not want to provide further details."